Event description:
It was reported that the coil prematurely detached inside the microcatheter and possibly fractured from the aneurysm. There were no reported clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection revealed that the coil delivery wire was kinked likely due to handling. The main coil was not returned for analysis and the detachment zone appeared to be electrolytically detached thus confirming the reported event. It is most likely that anatomical or procedural factors resulted in the target delivery wire kink and eventually prematurely detached when trying to remove from the aneurysm;therefore, an assignable cause of procedural factors has been assigned to this investigation.

Event description:
It was reported that the coil prematurely detached inside the microcatheter and possibly fractured from the aneurysm. There were no reported clinical consequences to the patient.